Manufacturer narrative:
H.11: the reported event concerns the ¿art. Pump rebooted¿ alarm message, indicating that the control unit connected to the arterial pump experienced a timeout, leading to a self-restart of the pump to resume normal operation. In such scenarios, as per device software requirement specifications, the control unit shall detect a possible watchdog reset and automatically restore any previously assigned role and intervention linkage within 5 seconds after completion of the reset. After the control unit reset, the pump shall stop, and the user needs to turn the control knob to operate the pump, as reported in the device instruction for use (IFU). Based on the above, the reported event has been re-assessed as not reportable, since it unlikely to result in death or serious injury, even if it recurs.

Event description:
See initial report.

Manufacturer narrative:
A1-a5. Patient information was not provided. H11. Livanova deutschland manufactures the essenz hlm, the event occurred in united states. Investigation is ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the essenz hlm arterial pump rebooted after performing the arterial pressure checks. There is no report of patient impact.